Event description:
The device was returned after the patient experienced medical problems while on a flight to the united states. The flight had to stop and the patient was hospitalized. The device was explanted and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device analysis. Patient information is not generally available due to confidentiality concerns. Evaluation summary: pjg679873s: lifted output bond wires.